Manufacturer narrative:
(B)(4): visual and microscopic evaluation of the returned guide wire revealed scraped ptfe along the wire. Device measurements met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by another device. (B)(4)

Event description:
Reportable based on returned device analysis completed on (B)(6) 2011. It was reported that during a coronary interventional procedure the surface of the guide wire was noted to be rough. The 90% stenosed target lesion was located in the proximal circumflex artery that contained a 90 degree take off. An iq 185cm, straight tip guide wire had been advanced into the coronary artery when the physician decided that another curve needed to be put into the wire to navigate the take off. As the wire was being removed from the non-bsc touhy the wire "got hung up" at the transition area of the wire. The o-ring of the touhy was opened more and the wire was removed "easily". Examination of the wire revealed the transition area felt "rough". The procedure was completed with another iq 185cm, straight tip wire. No patient complications were reported and the patient's status is ok. However, returned device analysis revealed missing coating.